Event description:
It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the proximal lad with 60% stenosis (by ivus) and was 12mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with cutting balloon angioplasty and a 2.5x20mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the proximal lad with 70% stenosis and was 5mm long with a reference vessel diameter of 3.0mm. Target stent 2 was treated with a 3.0x12mm taxus stent, with 0% residual stenosis. During the procedure, balloon angioplasty was also performed to the origin of the 1st diagonal. The pt was discharged the next day on asa and plavix therapy. Two days later, pt was admitted with persistent, non-radiating chest pain associated with diaphoresis, nausea, and shortness of breath. ECG showed abnormal st segment changes cardiac enzymes were elevated consistent with guideline definition of an mi. Due to suspected acute stent closure, pt was referred for cardiac catheterization. Coronary angiography the same day revealed, lvef approximately 30%, with akinesis of the anterior wall and apex, and inferoapical region, consistent with acute anterior infarct, lmca normal, lad diffuse in-stent thrombosis, occlusion at the origin of the most proximal edge of the previously stented segments, lcx minor irregularities, rca mild irregularities. The lad was treated with multiple balloon angioplasties. An edge dissection proximal to the most proximal stent was treated with a 3.0x8mm taxus stent. The proximal lad was treated with additional balloon angioplasty, and the original stent, which was thought to be the source of the occlusion, was redilated. Per catheterization report, the pt also received ic nitroglycerin. Final angiography indicated no dissection and good antegrade flow "somewhat less than timi grade 3, but greater than timi 2." The pt was discharged five days later on continued asa and plavix therapy. In the opinion of the physician, the relationship of the event to the taxus stent and the target vessel is "probable."

Event description:
Same case as MFR # 6000093-2004-01522. Clinical study. It was reported that 3 days after a coronary drug eluting stenting treatment procedure, a sub acute thrombus occurred. The lesions being treated are the mid and proximal left anterior descending (lad) artery lesion. Target lesion 1 is located in the mid lad. The lesion is 2.5 mm in diameter and has a 60% instent restenosis. The lesion was predilated with a cutting balloon. The physician successfully deployed a taxus express2 8.8% 2.5 x 20 mm drug eluting stent. The stent was not post dilated. The target lesion 2 is located in the proximal lad. The lesion is 3.0 in diameter and has a 70% instent restenosis. The lesion was not predilated. The physician successfully deployed a taxus express2 8.8% 3.0 x 12 mm drug eluting stent. The pt was discharged on plavix and aspirin. The pt was readmitted with a non q wave myocardial infarction. Repeat angiography revealed a thrombus in the proximal lad stent. The physician then successfully placed 2 taxus express2 otw stents to treat the thrombus. The thrombus is reported to have been resolved. In the opinion of the physician it is unknown if the mi and the thrombus are related to the taxus stent, but the mi is probably related to the target vessel.